Event description:
A malfunction alarm was reported, indicated by a malfunction code, which was identified as a software error. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was instructed to continue using the pump and to report back if any issues reoccur.